Event description:
Report received from hcp per the annual device tracking report that explant of devices was done due to "staph aureus wound cerebral spinal fluid infection-later 2nd retained catheter removed 1999 also due to staph aureus infection." Further investigation indicates that in the implant of the device a catheter was sheared off and a portion of the catheter was retained in the intrathecal space. A new catheter was placed and connected to the pump. On the first evening post op-the incision "leaked" and the wound was revised and the pump was repositioned. The pump pocket had been very difficult to create as the pt had multiple surgeries and had much scar tissue. In addition the pt had a g tube in place for feedings. The revision incision became infected and the system was removed. The pt improved but had persistent symptoms of infection so it was determined that the problem was the retained catheter fragment. A laminectomy was performed and the catheter fragment removed. The pt was treated for 6 weeks with antibiotics and recovered. A new system was implanteda in 2000 and the pt is doing well.